Event description:
The patient reported that the down arrow and ok keypad buttons became intermittently unresponsive a few weeks ago. He stated that the buttons seem to get stuck, and do not have appropriate spring back. He noted that the ok button is worn; stated that he wears the pump in his pocket; and denied exposing the pump to cleaning products.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.